Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was intermittently responsive. The customer also reported receiving inaccurate sensor readings. Blood glucose level at the time of the incident was 85 mg/dl. The customer stated that the keypad issue had been recurring for several days leading up to the call. The insulin pump was not replaced or returned for analysis.